Event description:
The indication for the bronchoscopy was abnormal computerized tomography (CT) scan of chest with questionable lesion in the right lower lobe of lung. Respiratory culture results: resp. Culture: light growth pseudomonas aeruginosa light growth streptococcus, gamma hemolytic fungal: exophiala lecanii-corni. Course of illness: inpatient consult: (B)(6) 2021-rash around incision with drainage. Discharged to skilled nursing facility (snf): (B)(6) 2021. Pulmonologist: 1/27/21-chronic obstructive pulmonary disease (copd) at baseline. Sputum cultures growing pseudomonas-finished antibiotics. Patient treatment included: fluconazole (rx 5/20). No documentation found related to treatment of fungal culture. The patient's current condition is described as back to baseline.

Event description:
Correction to g3 of the initial medwatch. The aware date should be on (B)(6) 2021.

Event description:
It is reported an unspecified time frame after a bronchoscopy procedure using an evis exera iii ultrasonic bronchovideoscope, the patient developed an exophiala lecanii-corni infection. The customer states there are trying to determine if there is a correlation between the scope and the infection. Numerous attempts have been made to gather additional details regarding the reported event with no response from the customer/risk department.